Manufacturer narrative:
Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had seized, jammed, and was heavy moving. Therefore, the reported condition was confirmed. It was further determined that the motor consumed 3.0 amperes. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device was making grinding/rattling noises when it was switched on. During in- house engineering evaluation it was found that the motor had seized, jammed, and was heavy moving. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.